Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code - multiple organ dysfunction syndrome - 3261 - e2342.

Event description:
It was reported that a connection issue occurred. On (B)(6) 2023, the patient reported a ¿dexcom failed¿ message was displayed on her dexcom app and the sensor would not connect after the two-hour warm-up period. The patient was eating dinner with her family when the message occurred. The patient started feeling ill, started vomiting which led to dehydration. She went to the hospital where she was diagnosed with diabetic ketoacidosis and was admitted. The patient¿s blood glucose was not provided but reported to be high. She was treated with IV fluids, IV insulin, and told her organs were starting to fail. She was released from the hospital a week later. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a connection issue is reportable based on the finding of signal loss greater than an hour. No additional patient or event information is available.